Manufacturer narrative:
H3, h6: it was reported that during total hip replacement it was noticed that the handle of the sl plus double offset adapter left 60/25mm broke. The device broke outside the patient. No delay or injury was reported. The device, used in treatment, was returned for investigation. Upon visual inspection, the fracture at the connection between the contact pin and the body of the adapter could be confirmed. Apart from that, the device shows normal signs of usage such as small dents and scratches. A review of the production documentation did not reveal any deviation from the standard operating procedure. Two additional complaints were reported for the batch in scope. Only one complaint ((B)(4)) showed a comparable reported failure mode as the complained device. The occurrence for this risk and the corresponding severity are covered through our risk management. According to document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag", all instruments must be inspected and controlled for proper functioning after cleaning/disinfection. Instruments should only be used in their original condition. This instrument is designed to hold and guide the detachable rasps for broaching. It is therefore subjected to repeated impact forces via the modular knock plate or the pneumatic woodpecker. Previous investigations demonstrated, that under specific circumstances, this device may fracture during impaction. An optimized design of the device has been released in order to reduce the occurrence of this issue. This version of the device will be monitored for similar issues. The returned device will be discarded.

Event description:
It was reported that during total hip replacement it was noticed that the plus sl plus mia dbl offset adapt left 60/25mm the handle broke. The device broke outside the patient. No delay or injury reported.